Event description:
It was reported that the patient experienced discomfort and a pocket revision was performed. During the procedure, instulation damage was noted on the right ventricular lead. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.